Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number 8qbm1m. However, transmitter with serial number 8l86fl was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the bin file was performed and signal loss over one hour was not found for serial 8l86fl within the investigation window. The allegation was not confirmed. The probable cause was transmitter, reported allegation not found. The reported event of signal loss over one hour is reportable because the transmitter never been paired. No injury or medical intervention was reported.